Event description:
Superior attachment system did not fully deploy. After many attempts to get a balloon into the attachment system to help with deployment, this was unsuccessful. The pt was converted.